Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The root cause for the calcification, degeneration, stenosis, and leaflet immobility cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. A supplemental report will be submitted when the product evaluation has been completed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a patient with a 25mm pericardial mitral valve underwent valve replacement surgery after an implant duration of 3 years, 8 months, and 4 days due to calcification, degeneration, stenosis, and leaflet immobility. The explanted device was replaced with a non-edwards mechanical valve. The device will be returned for evaluation. Per obtained medical records, the patient was taken to the operating room for therapy with symptomatic right heart failure and pulmonary hypertension. Transesophageal echocardiogram (tee) showed that the mitral valve bioprosthesis was calcified and essentially immobile. The patient had an ejection fraction of about 60 percent. The non-edwards mechanical valve was implanted and the patient was taken to the intensive care unit (ICU) in stable condition. The patient was discharged home on post-operative day nine (9).

Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets, wireform intact, and commissures 1 and 3 were bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the outflow aspect, and fused leaflets 2 and 3 by approximately 2mm near commissure 3. Host tissue on the stent circumference was heavy at the outflow aspect. Native subvalvular apparatus was observed on the sewing ring near commissure 3 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Additional manufacturer narrative: customer report of calcification, stenosis, and leaflet immobility was confirmed.